Event description:
The initial reporter stated they received questionable results for 124 patient records for samples tested on the cobas c 503 analytical unit. Examples were provided for one patient sample with discrepant results for glucose and a second sample with discrepant creatinine results. The first sample initially resulted in a glucose value of 0.6 g/l and it repeated as 1.5 g/l. The second sample initially resulted in a creatinine value of 5.1 mg/l and it repeated as 13.1 mg/l.

Manufacturer narrative:
The glucose and creatinine reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer found a blocked vacuum valve. The valve was replaced. The tests and analyzer were running back within specifications. The vacuum valve was investigated by the manufacturer and was confirmed to be working within specifications. Abnormal black deposits on the valve were identified as the primary root cause.